Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6), 2007. Patient has experienced persistent severe pain and discomfort in his left hip, buttocks, groin, and thigh, which has increased over time; weakness, and decreased range of motion. Patient suffers from substantially elevated levels of cobalt and chromium metal ions in his bloodstream. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in his hip. Patient has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6) 2007. Patient has experienced persistent severe pain and discomfort in his left hip, buttocks, groin, and thigh, which has increased over time; weakness, and decreased range of motion. Patient suffers from substantially elevated levels of cobalt and chromium metal ions in his bloodstream. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in his hip. Patient has not yet scheduled an explantation of the asr hip implant. Update plaintiff's fact sheet form was received which identified part/lot information. There is no new information that changes the outcome of this investigation.